Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 304000 lot 171108 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Device history review shows no abnormalities or issues.

Event description:
It was reported that a difficult connection occurred with a needle 30ga 1/2in. The following information was provided by the initial reporter, ""the syringe could not hold the needle firmly, I tried to apply anyway, but at the end, the needle detached from the syringe and some of the liquid poured".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult connection occurred with a needle 30ga 1/2in. The following information was provided by the initial reporter, ""the syringe could not hold the needle firmly, I tried to apply anyway, but at the end, the needle detached from the syringe and some of the liquid poured".